Manufacturer narrative:
The wound matrix (thin) was not returned for evaluation and lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A customer reported the skin graft didn't take over the wound matrix and reapplication was performed to facilitate wound healing prior to radiation. The surface area where the product did not incorporate was 50%. Implantation date was on (B)(6) 2021 and removal/reapplication was on (B)(6) 2021. The skin graft was harvested from thigh and placed on scalp over integra matrix. Reason for implantation was scalp defect after excision for cancer. Patient had no signs of infection nor any related conditions or co-morbidities.